Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of mr and mitral valve injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of leaflet perforation appears to be related to procedural conditions and the clip grasping the leaflet. The reported unchanged mr was likely a cascading effect of the leaflet perforation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the leaflet injury. It was reported that the first mitraclip was successfully deployed on the medial segment of the mitral valve leaflet reducing mitral regurgitation (mr) from grade 3-4 down to grade 2. A second mitraclip delivery system (cds) was inserted to treat the lateral regurgitation. The clip successfully grasped the leaflets with a good reduction of mr; however, during leaflet insertion assessment, it was observed that the regurgitation on the lateral side returned. The clip was reopened and repositioned with no reduction in mr. The decision was made to remove the clip from the patient. A small hole was noted in the anterior leaflet of the mitral valve and mr grade returned to 3-4. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor who noted that in this case, the patient had to be treated surgically due to leaflet injury and persistent mitral regurgitation (mr). After the mitral and tricuspid valve reconstruction, the patient died from right sided heart failure; therefore, the patient death appears to be a result of procedural conditions. The death in a context of right ventricular failure was a complication of surgery and not related to the device. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2016 the patient underwent surgical replacement of the mitral valve and tricuspid reconstruction. The patient expired on (B)(6) 2016 due to the right sided heart failure after the open heart surgery. Per the physician, the death was not related to the mitraclip device. No additional information was provided.